Event description:
Pt's IV angiocatheter was to be removed for discharge. Pt wanted to assist in discontinuing angiocatheter. Pt pulled off tape and opsite. A 2.3 cm piece of angiocath remained in patient's arm. A .3 cm piece of angiocatheter was on the hub of the angio. Pt was discharged from hospital. Returned 3 days later for outpatient surgery under local anesthesia for removal of the angiocatheter (foreign body).